Event description:
According to the op report, this valve was explanted due to a left coronary leaflet tear & regurgitation. The torn leaflet was noted to be attached by less than 2 mm of tissue at each commissure. The noncoronary leaflet appeared "normal" but was "slightly shrunken & small". The leaflets were resected and the annulus debrided; however, it was felt resecting the commissures would cause "more damage" than benefit. A "large, fibrous" membrane in the subaortic region was resected along with some of the intraventricular septum all the way around the entire fibrous area of the aorta. A 23 mm carpentier-edwards pericardial valve was then implanted in the supra-annular position. Pathological testing revealed fibrosis and focal calcification of the leaflets with no evidence of endocarditis and no foreign body reaction.